Manufacturer narrative:
Additional info has been requested and if received, will be submitted in a supplemental report.

Event description:
Surgeon reports via our sales rep, that the nail broke. The surgeon handed over the implant and medical records.